Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator implant procedure, the right ventricular lead exhibited a helix anomaly prior to being implanted in the patient. The physician tested the helix extension by rotating the extender and the helix jumped out of the lead. The lead never made contact with the patient and the physician used another lead to complete the procedure. No further incident was reported.

Manufacturer narrative:
Final analysis found the lead was returned in one piece measuring 57.8 cm. The reported event was not confirmed. Analysis was normal. No anomalies were found.